Event description:
Report received of an over-delivery. The pump was returned from clinical service with an unsigned note that said "broken". During preventative maintenance testing, it was reported that the device over-delivered. There were no reports of any adverse patient events while the device was in clinical use. Though requested, there was no additional information available.